Event description:
It was reported that during the procedure, the doctor advanced the omincurve into a patient with hard bone. After getting it into the proper position, he went to remove it and it became difficult but he was able to get the introducer out. When he examined it, he noted a 1cm piece of the peek sheath had come off and remained in the patient. It should be noted that the procedure was completed successfully without any patient impact, any medical intervention, a 3 minute surgical delay, and no adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that during the procedure, the doctor advanced the omincurve into a patient with hard bone. After getting it into the proper position, he went to remove it and it became difficult but he was able to get the introducer out. When he examined it, he noted a 1cm piece of the peek sheath had come off and remained in the patient. It should be noted that the procedure was completed successfully without any patient impact, any medical intervention, a 3 minute surgical delay, and no adverse consequences.